Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-aug-2024. The device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device was performed following bwi procedures. Visual analysis revealed a separation between the pebax and the electrode section, and a reddish material inside of it. The device was connected to the carto 3 system, and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax separation cannot be conclusively determined. The instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a thermocool smarttouch catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. During the procedure, the force values displayed were high. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 27-aug-2024 observed a separation between the pebax and electrode section, and a reddish material inside of it. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and electrode section on 27-aug-2024 and have assessed this returned condition as reportable.